Event description:
Related manufacturer reference number: 2017865-2021-36840. It was reported that the patient presented in clinic for follow up with lead reproducible over-sensed noise exhibited by the right atrial (ra) lead. During the procedure an insulation breach was noted on the right ventricular (rv) lead. The ra lead was explanted and replaced. The rv lead was successfully repaired. The patient was in stable condition.